Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: there was a loss of prime warning associated with low non zero force observed in the black box. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The pump was detecting the correct force. The force sensor calibration was within specification. The cartridge was also returned and tested on (B)(6) 2017 with the following findings: the o-ring was pinched between the plunger and barrel.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.